Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer died from unknown causes on (B)(6) 2016 which was two days after they started an advanced evaluation trial.

Event description:
Additional information received from the manufacturer's representative reported that autopsy showed patient had a seizure and aspirated as cause of death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the patient started an advanced evaluation on (B)(6) 2016 with motor responses on all four electrodes. The patient was sent home feeling comfortable stimulation. The patient was contacted on (B)(6) 2016 and was doing better. The patient called the rep. On (B)(6) 2016 and left a message, but no one was able to reach the patient after this. The patient¿s brother called the rep. And informed them the patient died on (B)(6) 2016 but it was unknown what the cause was, but an autopsy was going to take place. There were no known issues that could have led or contributed to the issue. The healthcare provider (hcp) further reported they had very limited information and could not currently answer any questions. There was going to be an autopsy, but they weren¿t sure where. The hcp was going to follow-up in 6-8 weeks if they had received the report and could provide any additional information at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.